Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturer date that was unknown at the time of the previous reports submission date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged insertion tube. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation was unable to identify the cause of the blockage in the tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.